Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
Customer's mother reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Customer had an accident while long boarding. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.